Event description:
It was reported that the customer's insulin pump was under delivering. Caller stated that the customer's insulin pump is not working correctly because it is not delivering the correct amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.